Event description:
It was reported that high impedance, an increase in capture threshold and decrease in sensing were observed. Lead fracture was noted and therefore, capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.